Event description:
Reportedly, after several previous firings, the sulu disengaged from the instrument handle into the patient cavity through the 12mm gibbons reusable trocar while firing the instrument. The surgeon attempted to retrieve the sulu through the trocar, but was unsuccessful. Therefore, the surgeon decided to convert the procedure to an open surgery by creating a 14 inch midline incision, subsequently retrieving the sulu and completing the case without further incident.